Event description:
It was reported that three lc107's wre used during a general surgery. It was reported by the affiliate that the clips are not secure in the jaws. The clips fell into the pt but were retrieved.